Event description:
It was reported that a piece of the 4.5mm footprint pk 's proximal anchor portion broke off from the shaft handle after a few gentle taps into medial ankle bone. This bone hole was prepared, by pre-drilled with our 3.2mm guide and drill bit. It was followed by a golden awl dilator up to the laser marking. The alignment was closely observed when putting in this implant but it still broke unexpectedly. Alternatively, the surgeon used a 5.5 twinfix ultra pk (w needles) for this surgery.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.